Manufacturer narrative:
Procode) qan.

Event description:
As reported to customer relations via complaint email "during the procedure he used alpha back. I asked him if that device contraindicated in a stent. He declared he didn¿t know whether it was or wasn¿t. I later learned that the alphaback rep was there for the case. He passed the thrombectomy device through the stent and cleared some clot out out and images show improvement but clot was noted in the ivc filter. He went back in with the thrombectomy device to clear out the clot in the filter. He stated he turned had the machine as he pushed the device up. After he was done he pulled the device back and noted the stent was potentially fractured/ migrated/ and/ or folded on itself. CT scan later confirmed that the stent was at least folded on itself." Note: zilver vena deployed on april 20th by dr (B)(6) at lincoln (B)(6). Got the call from dr (B)(6) at 3:38pm. He said the stent went down and clotted off. The lot number in that stent is c1846966. His complaint was that the stent migrated into the ivc during his thrombectomy procedure done on (B)(6) 2022. Answer to additional question: there is no complaint device to return. The complaint was iatrogenic migration of a stent implant 6 days after deployment. This was due to thrombosis of the stent and native vessels a day after stent deployment.